Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The reported issue could not be reproduced. A successful system checkout was performed, testing on a test lung was successful. The patient cassette was kept outside the system to reduce the humidity inside the cassette. No parts were reported as replaced. A complete set of device logs was received. There are no recordings in the technical log on the reported event date. A successful sco was performed one day prior the event date and on the day after the event date. A successful leakage check was performed on the event date prior to the event. The event log shows that alarm for peep:high had been generated a few times, and also other clinical alarms such as airway pressure: high, peep high, leakage, respiratory rate: high, and expiratory minute volume: low. Throughout the case, multiple changes between the ventilation modes agc (automatic gas control), mgc (manual gas control), manual ventilation, automatic ventilation were done. Several changes of parameter settings such as rapid changing of apl pressure, o2 concentration, respiratory rate, alarm limits, fresh gas flow, and agent concentration were performed during the hole case. We have not been able to determine why the all these alarms were generated, or why all these ventilation mode changes and parameter setting changes were done so frequently. Our conclusion is that there was no technical fault with the system during the event. It is possible that there was moisture in the breathing circuit and/or the patient cassette that caused or contributed to the experienced event. We have not been able to find the true cause of the reported issues.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system generated alarms for high positive end-expiratory pressure (peep). There was no patient harm. Manufacturer's reference number:(B)(4).